Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 357 mg/dl. The customer was treated with bolus. The troubleshooting was performed. The customer was advised to monitor the insulin pump. The patient was advised to change set, reservoir, and insulin and treat per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.